Event description:
It was reported that a large volume intermate had particulate matter inside of the balloon. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 14, 2014 - november 17, 2014. Evaluation summary: the device was received for evaluation. During visual inspection white particles were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particles to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.